Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter has been displaying high results for over a year prior to contacting lfs. She stated that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of ¿360 mg/dl¿ on the subject meter compared to ¿232 mg/dl¿ on her husband¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that in response to the reading, the patient had taken his usual dose of 40 units of humalog and 70 units of lantus. She reported that an unknown time later, the patient developed symptoms of ¿sleepiness, sweats, cold chills and blurry eyes¿. She indicated that the patient was taken to the emergency room (ER) where a blood glucose result was obtained on the ER meter; however, the reporter did not know the result obtained. She stated that the patient received medical treatment for his symptoms, but again, the patient was unaware of the nature of the treatment provided. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The reporter described the correct testing steps and confirmed that an approved sample site had been used to obtain the results. The reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion after obtaining alleged inaccurately high blood glucose results on the subject meter and administering insulin.